Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion of the monopolar curved scissors (mcs) instrument, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse did not find any related error in the logs. The tse advised to reseat the sterile adapter (sa) and the mcs instrument or to replace the instrument to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of non-intuitive motion of the mcs instrument is attributed to a loosely connected, improperly seated of the sterile adapter (sa) or the defective instrument. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had non-intuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that the monopolar curved scissors (mcs) instrument moved slightly inward when it was activated. The tse did not find any related error in the logs. The tse advised to reseat the sterile adapter (sa) and the mcs instrument or to replace the instrument to resolve the issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the mcs instrument was inspected prior to use with no issue. There was no external collision. There was a slight shakiness when the mcs was activated. The issue could not be resolved by reseating the sa and the mcs. The surgeon did not replace the mcs with a new instrument. There was no patient injury. The mcs instrument and the instrument arm drape will not be returned.